Event description:
It was reported that the pt underwent a spinal procedure to fuse t6-l2 using posterior fixation. During the final tightening, the break off set screw at t7 could not be broken off because the right t7 hook interfered with the break off driver. The set screw's tab was intact and implanted. It was believed that the whole construct was not affected. No pt complications were reported.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. The lots that were used are lot# h09m0418 and lot# h10a1252. (B)(4). The MFR date for lot h09m0418 is 02/28/2010; the MFR date for lot h10a1252 is 02/24/2018. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.